Event description:
It was reported that the neptune rover was operating loudly, so a scheduled procedure was rescheduled for a later time. No patient injuries were reported and no other adverse consequences were alleged with this event. Attempts to obtain add¿l info from the user facility were unsuccessful.

Manufacturer narrative:
A field service tech was dispatched to the user facility to evaluate the device. The service tech discovered that the bolts attached to the vacuum pump were loose. The bolts were tightened and the rover was returned to use.